Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the adhesive on the bending section cover, the light guide lens and the objective lens were cracked; the adhesive around the light guide lens had a crack; due to a crack on the distal end, water tightness was lost; the universal cord had a scratch; the connecting tube was deformed; the plug unit had corrosion due to water leakage; the cover of light guide bundle was damaged and the suction cylinder had no color. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope's adjust cable pulls. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube and cylinder were found with remains of white foreign material inside. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to incomplete reprocessing due to leakage at auxiliary water channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.